Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had alarmed a button error. The insulin pump was not exposed to moisture. They could not recall any significant events leading to the alarm. The customer's blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. The device will not return for analysis.